Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/30/2015 with the following findings: there was evidence of moisture corrosion found only in the battery compartment; no moisture was found in any other parts of pump. The pump passed a leak test. The returned battery cap was used for testing and was able to be fully tightened.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was no damage to the pump and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.